Event description:
It was reported that patient underwent total hip arthroplasty in 2001. Revision procedure performed in 2006, to exchange acetabular liner with a constrained liner component. Subsequently, modular head component dislocated from constrained liner and patient returned to surgery three months later to exchange constrained liner and modular head components. No further details have been provided.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomally or deviation. There are warnings in the package insert that state that this type of event can occur. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Evaluation of returned device found evidence of impingement of the modular head and constrained liner component. Identified impingement was the likely cause of the dislocation.